Event description:
During periodic review of the manufacturer's programming history database a software anomaly was observed. On (B)(6) 2012 the generator was interrogated, however no diagnostics for this date were observed in the database. On the next recorded visit in the database dated (B)(6) 2014, the settings were indicative of a faulted diagnostic test. The physician then corrected the settings at the (B)(6) 2014 visit. No additional relevant information has been received to-date.